Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 analyzer generated elevated calcium results on 2 patients. Patient (B)(6): an initial result of 19.4 mg/dl was generated. The sample was repeated on the olympus instrument and a result of 8.84 mg/dl was generated. The sample was repeated on the architect and a result of 9.9 mg/dl was generated. Patient (B)(6): an initial result of 14 mg/dl was generated. The sample was repeated on the olympus instrument and a result of 8.96 mg/dl was generated. The sample was repeated on the architect and a result of 8.96 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer indicated that the architect c8000 analyzer generated elevated calcium results on two patients. A field service engineer (fse) was dispatched to the customer site. The fse replaced a bent r1 mixer, a leaking cuvette washer nozzle #1, and twisted acid bottle acd1 valve tubing. No additional discrepant results were documented following the service. Customer complaint data was reviewed and no adverse trends were identified in relation to the parts that were replaced. In addition no trends were identified associated with the discrepant results issue the customer was experiencing. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.